Event description:
After the birth of my 5th child ((B)(6) 1993), I had a severe prolapse of both the uterus and bladder. Six to eight weeks later, I was (B)(6) when my doctor did a partial hysterectomy and she (the dr) told me she would tack up my bladder. After the operation in 1994, my dr (dr (B)(6)) informed me everything was just fine. My dr never told me she was putting in a vaginal mesh. There were no papers that I signed to state that an experimental product was being put inside me. Never did. The dr "never" told me anything about a mesh. Two years later, I fell down a flight of stairs. I started bleeding vaginally and I called my ob-gyn right away (new dr). She examined me and got really upset about what she saw. She called many doctors on the phone while I was still in the room there, laying down with the white sheet over me. After about 8 minutes, she told me that "I needed to go to (B)(6) to a specialist the next morning (early 8am)." The next day, my husband and I went down there. It was then that I was told that a vaginal mesh was inside me. The dr said it has eaten my vaginal vault and my vagina. He wanted to operate on me the next morning. I asked "if I could go home to (B)(6) and think about everything." The specialist said that I could go back home, but I would be dead within the week. I would never live any longer than a couple days. He (dr) said that there was outside air that was going straight into my body. I didn't understand why that's so bad, but the dr was extremely concerned. We decided to stay there and have the operation. They told us it would take about 1-1 1/2 hours for the operation. It took over 6 1/2 hrs for this operation. The dr said it was like getting melted bubble gum out of frizzy hair. The dr scraped, snipped, cut and tried to remove as much vaginal mesh that I had. It had touched everything, like my intestines. The dr saw a "hole where the mesh was eating a hole in my intestines." Dr fixed it before it went all the way through. Dr had to take a closer look at my intestines and put it on my stomach to search for any other holes. Then the dr put it all back in my gut and patched hole. They had to cut good tissue to get rid of this mesh. I was scraped and cut all over in the inside and cut up, snipped when needed. They left two instruments inside me by accident. I was really sick. Really sick after the operation. I spent at least one week in the hospital then went home. It took me months to recover, but I was in a lot of pain on both sides where the ovaries are but I was told that it would go away. I had intense pain in my pelvic floor and waiting for it to heal - it never did as of (B)(6) 2016, my pelvic floor remains a 10 in pain. In 2013, I had my ovaries taken out. When the dr looked at them, he said that there were unhealed slashes in each ovary. I cried to dr (B)(6) to take them out. That's 17 years of terrible pain on my side (each side). The pelvic floor is still really painful. From 0-10, it's a 10 plus if laying down. It is a 10 plus when trying to do activities. Normal house cleaning, doing dishes - anything 10 plus. I no longer have pain on my sides since the ovaries were taken out. Dr (B)(6) said I had a couple of instruments inside me too - like clamps or such. He said that must have been from my 1996 operation. He told me to just live with it. My intestines are completely covered with adhesions. It is very severe. I learned that the doctors won't operate on them. I just have to live with it. Live with severe adhesions on my intestines and I've lost over 60 lbs since then. I have a lot of trouble with eating. I don't know if any of this is connected - nobody will say. Not sure about my liver and kidneys after the surgery. But before the mesh, I was extremely healthy in both liver and kidneys. I am having trouble with my right kidney and my liver. This is after my vagina mesh surgeries. Oh, yes after 1996 - 2012, I had 4 more operations and surgeries to fix and take out more mesh. In 2013, I had the ovaries out and more mesh out. It's been a nightmare. My life with my husband of over 25 years ended the day I told him that I really didn't have a vagina and we couldn't have sexual intercourse. I offered that we still could have sex, but differently. Two minutes after he found this out, he moved out of our bedroom to an empty bedroom across the hall. We never slept together again (side by side). He stopped all touching me and called me (horrible) names like useless, used up, not a woman and many more demeaning names. I asked that we go to a counselor but he refused. Instead, he kicked me out of the house, said everything was his. He took the house including the kids. I had gotten very ill mentally because I couldn't take it. He moved his girlfriend in the house and then he bought her a new house in 2009. I received divorce paper at the first of 2010 ((B)(6) 2010). We were divorced (B)(6) 2010 and my husband got 98% of everything and I might have gotten may be 2%. This was "2 weeks shy of 34 years of marriage." He (my "ex" husband) taught my 5 children that they shouldn't talk to me or write me. They don't. I don't know where they are or what they look like or sound like. Have not seen them since 2010. My whole life went upside down with this vagina mesh. I am glad that I am not dead and nobody would have known about this mesh. I want everybody to know that this mesh was put into women without their knowledge before the FDA even approved it. Two years before, it was approved. Please do something with "bard pharm." They knew what they did was wrong. I was a test rat. There are still 2 or 3 medical devices inside me and nobody wants to take them out. Just live with it. All of it they tell me. My vagina is permanent - everything is permanent. Vaginal mesh: the pelvic pain is like this: if you were cutting up hot peppers and then you rubbed your eyes, that's how my pelvic floor feels 24 hrs, 7 days a week. I had an operation because the "bard" mesh wrapped around my uterus. My right kidney stopped working. When they went in, they had to cut the "bard" mesh that had tangled my uterus. Luckily my uterus worked. My kidney and bladder worked too. This is uterus "bard" mesh was taken out. Product dissolved into my body, eating everything it touched and more. Adverse events: I almost died and what was in me was life threatening. I am disabled now and this vaginal mesh caused painful permanent damage. It's a life sentence of pain. I think that it's affected both my liver and kidney. I know it has affected my intestines and I keep losing weight and my blood sugar is low. I think all the severe adhesions are adding to the problem. On (B)(6) 2016, I was part of a legal action against "bard pharm." I didn't know that I was part of 696 people that had trouble with the "bard" mesh. It was like a group action, so they could pay women less then if they went to court alone. We were divided into two groups - group "1" - was my group. There were around 200 or less. Group "2" - they were women who signed the papers so they could get (B)(6), no questions asked. There were 496 women who signed a secrecy paper, a paper saying it was a pelvic mesh (mine was a vaginal mesh); 496 women who have no idea what that stuff is going to do to them with no recourse. They were warned not to tell anyone about this case and there would be legal action. My group "1" people, for which I was in, was made up of women who had to have surgery because the mesh was eating away at them too. They all had medical problems with the mesh. They all had one or more surgeries that required anesthesia. There was a point system you got 40 points for 1 explant and 1-2-3-4 or 5 because of your age. I'm over 50, so I get 1 point. Five points meant you were young when all this stuff is happening to you. The law firm refused to accept that I had more than 1 explant and I really had in 1996 explant and then 2 more explants with 3 more surgeries to repair my uterus and then to take out my ovaries. They wanted me to sign that it was a pelvic mesh. I had a vaginal mesh and to sign an agreement that couldn't tell anybody. It was a secret, there was no way I'm hiding this. I refused the money and refused to sign those papers. I wish I could yell out to the world that "bard" pharm is out there and they knew they should not have put that vaginal mesh in me - 2 years before it was approved. They knew that in not telling me what they did, caused an extreme danger to me and what about the women? If I had not fallen down the stairs in 1996, my dr said that I would have been dead by the end of the week. If I had died, they would have just buried me and "bard" and my dr who put it in with the directions from "bard" wouldn't even care. I'm amazed that this can happen. I was a lab rat that only lives, because I fell down my stairs. How many women have "bard" done this to and not lived (lab rats)? How many women has "bard" done this to who have signed papers for money with the promise that they won't tell anybody. It's a cover up and I'm really ashamed of the medical profession. Doesn't it say "first do no harm?" Well, that went out the window. If I can help you in anyway, I'll help you. If there is anyway to get this out to warn people,/women who have this time-bomb inside them, and they don't even know it could kill them. (B)(6) 2016.